Event description:
Additional information was received. It was reported the implant slowly started to discharge at a much faster rate around the 5th year it was implanted. It then started to take five or more hours to charge and the unit would only hold the charge for 12-24 hours. It would no longer hold a charge around the sixth year. The patient had discussed several times with their doctor and had a manufacturer representative try to work 3-4 times but once it was taking 4-6 hours to charge and would only work for 24-36 hours the patient gave up. The reported issue was never solved but they were planning on placing one in the patient's lower back and then removing the dead one and all wires, and replacing that to cover the upper back, shoulders and neck.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp stated patient reported ins isn't working, is dead, can't be recharged, they haven't been using it and it was supposed to be removed. The patient was redirected to the hcp and/or manufacturing representative (rep) to get ins back up, and running so patient is able to use patient programmer with it, and turn ins off for scan. No symptoms/patient complications reported.